Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. The ophthalmologist was unwilling to complete the follow up questionnaire. (B)(4).

Event description:
An ophthalmologist reported that while examining a pt, cloudiness (glistenings) were noted in the intraocular lens (iol). The pt's visual acuity has not been impaired. The ophthalmologist was unwilling to complete the follow up questionnaire.